Event description:
Additional information stated that logs were analyzed and the battery turned off because it was depleted. The patient did not recharge in time. The patient was educated on recharging frequency. The event was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was recently admitted to another hospital and while there they had the sensation of feeling electrical currents in their head. After a system check it was shown that all impedances were in the normal range. Over the past 5 weeks the system had been partially turned off during three weeks (50%, 64%, 90% on). The patient stated that they did not turn it off themselves. The system seemed to have turned off on its own, possibly due to a malfunctioning patient programmer. The patient's system appeared to have been turned off but they weren't sure why. They couldn't see any relevant info that would explain it shutting off. Technical services was asking for logs to be returned so the data could be reviewed and substantiated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.